Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the customer's blood glucose reading was over 800 mg/dl at the time of admission. Caller stated that they messed up the insulin pump and when they pressed the act button the insulin pump said rewind. Assisted customer's husband with rewind process. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.